Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was dislodged and pacing inhibition was noted. Hence, the lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was dislodged and pacing inhibition was noted. Hence, the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did not confirmed dislodgement as evidence from the field and product analysis were insufficient for allegation verification. Also, brady pacing not delivered when required was not confirmed based on normal lead segment resistance measurements and inspection that showed no conductor issues or abnormalities. Further, the lead returned was severed that only the proximal segment was returned.